Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick reported. No adverse event reported. Requested return of suspect device and replacement was sent.